Manufacturer narrative:
Date of event estimated. Based on the information received, the event is consistent with the loss of the bluetooth pairing bond while in MRI mode. As a result of this finding, abbott is performing further investigation.

Manufacturer narrative:
Date of event estimated. Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on (B)(6) 2023. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient had a fall and fell on top if their ipg, the patient lost therapy. A first attempt of troubleshooting took place, and it was unsuccessful. Upon further investigation, it was discovered the patient was in MRI mode and unbale to exit. Issue was resolved by the manufacturing representative being able to recover the ipg and the cp had a binding. Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on (B)(6) 2023.